Event description:
It was reported the pt's ipg has been 'off' for a while and the battery was running low. The pt underwent surgical intervention to explant and replace the ipg.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.